Event description:
It was reported that the device's leads are not picking up readings. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the device requires calibration which was successfully completed and the device was tested and returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.